Event description:
Physician later reported baker grade IV. Healthcare professional also reported "a small tear occurred while dissecting the implant from the capsule" and "the capsule was very calcified."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Calcification: no observed calcification in the surface of the shell. Additional observations: observed creases on the device. Observed opening device in the anterior side assessed as surgical damage. Brown particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare physician reported left side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare physician reported left side capsular contracture, baker grade unknown. Device has been explanted.